Event description:
It was stated that "tip of inserter broke off."

Manufacturer narrative:
Based on the returned device, it is hypothesized that there was an applied torsional load during its last use that exceeded the mechanical properties of the clamp's distal tang. If the user attempted to manipulate the position of the implant in the expanded state, it may have placed an excessive load on the clamp. In addition, it may have contributed to an angle within the working space that necessitated the need for torsional force or excessive rocking to remove the installer from the implant after final placement.